Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 800mg/dl. It was stated that the customer was experiencing unexplained high glucose for two days. The customer's most recent glucose reading was 205 mg/dl, and he has treated with manual injections. Reviewed the alarm history and found low reservoir and low battery alarms. The programming, time, and date were correct. Troubleshooting could not be performed as there was no reservoir in the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.